Event description:
It was reported that the patient¿s blood glucose level rose to 21 mmol/l (378 mg/dl) between 5 and 24 hours of wearing the pod. The reporter stated there was leaking at the pod site resulting in the cannula dislodging from their arm. The pod was removed, and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received for evaluation, and no damage or deficiencies were observed that would contribute to the reported dislodged cannula. The cannula assembly was also evaluated, and no issues were found that would result in leaking during wear. The fluid path was inspected and there were no signs of leakage. The cause of the reported event could not be determined.